Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom, "inoperable keypad that keys 0,1, and 2 are not responding when pushed." This issue was caused by a failed keypad. The keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. See scanned page.

Event description:
It was reported that a spectrum pump had an inoperable keypad. The #0, #1, and #2 keys were not responding when pushed. It was also reported that there was no pt injury.